Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 60ml e/t experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: push cylinder broken.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-06-23. H.6. Investigation summary. One sample and several photos were provided to our quality team for investigation. After visual inspection, the thumb press of the plunger is observed to be broken. A device history record review found no non-conformances associated with this issue during production of lot 1910286. The areas where pieces run within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment. We have notified manufacturing personnel of your experience to increase awareness of this matter. A project c-526-19 was initiated to reduce any damage to the product during manufacturing. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the syringe 60ml e/t experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: push cylinder broken.